Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The problems described in the patient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device is affected. An incident of accident or trauma is unknown. In situ measurements would show 2 channels involved in a short circuit in (B)(6)2017; additional channels would subsequently become affected and show high impedance. Measurements taken (B)(6) 2017 showed 4 channels with high impedance and 2 channels involved in a short circuit. The patient was re-implanted on (B)(6) 2017.